Manufacturer narrative:
The lead remains implanted and may be revised at the next device replacement procedure. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial lead displayed impedance measurements greater than 2500 ohms, noise and high threshold measurements. The physician elected to programmed the device with the autosense feature on. No adverse patient effects were reported.